Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failed to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter. The procedure was completed with another resolution 360 clip. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter. The procedure was completed with another resolution 360 clip. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failed to release from catheter. Block h11: investigation result- visual analysis of the returned device revealed that the clip assembly was not present and there was evidence of full deployment. The reported event of "clip failure to release from catheter" could not be confirmed during testing, as the device returned in a fully deployed state. The risk review confirmed that this type of event is defined in the risk documentation and has been accounted for in the product risk analysis, supporting an acceptable risk-benefit profile. Based on all available information, the most probable cause of the reported issue was determined to be "no problem detected.